Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported getting shocking from their device. Hcp said that the pt had been having communication issues with their system. Hcp said that after putting the ins in MRI mode, they tried to connect again with the ins using the controller, but were unable to. Pt also stated they had been having issues with communication agent encouraged pt to see healthcare provider (hcp) to check programming, system, etc.